Event description:
It was reported that the patient experienced no alerts or alarms from the dexcom device for low values that resulted in a hypoglycemic event. On (B)(6) 2022, the patient and his spouse were travelling and decided to check into their room. During this time the patient was not feeling well (there were no specific symptoms reported), so he decided to lay in bed. The patient felt that something was wrong as he was feeling lethargic. At that time of the event the patient did not check his cgm readings. The patient requested his spouse to bring the oxygen tank from the car (patient previous condition not related to dexcom). After a while the patient decided that he needed to call the paramedics. The reported to be feeling alert but ¿out of it¿. The paramedics took a blood glucose reading which was 26 mg/dl and tested it 3 times to be sure. Although the cgm was not checked at that time of the event, the paramedics felt that the cgm was not accurate. The patient´s wife treated the patient with glucose tablets, but the treatment did not raise their blood glucose fast enough. Therefore, the paramedics decided to treat the patient with IV glucose. After 3 IV bags the paramedics called a doctor for advice. The doctor and the paramedics advised the patient that "he would not survive if he did not get admitted into the primary hospital". The patient was taken to the hospital and was treated with additional IV fluids. The patient recovered and requested to be discharged. He was discharged at 3:40 am. Additionally, five hours prior to the event, it was reported that the cgm was alerting the patient that his values were high (approximately 300 mg/dl). The patient self-treated with novolog fast acting insulin. After some time, the patient noticed that the cgm was still displaying around 300 mg/dl and so he took more insulin (novolog fast acting insulin within 2 hours of his previous dose). There was no blood glucose reading taken to comparison to confirm accurate or inaccurate cgm values. The patient reported that although bg readings were not taken, he was felt that the dexcom did not work properly. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.